Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had scratches and it hard to read. The customer¿s blood glucose level was unknown. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump had cosmetic damage. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no missing segments or partial display, stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with minor scratched lcd window, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.